Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised physio that the device dumped the charge when trying to deliver defibrillation therapy. The patient is a (B)(6) male. No further information was provided by the customer. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised physio that the device dumped the charge when trying to deliver defibrillation therapy. The patient is a 69 year old male. No further information was provided by the customer. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer.

Manufacturer narrative:
The customer later notified physio-control that the patient involved in the reported event is deceased. Physio-control performed a clinical review of the event and concluded that the device use did not contribute to the patient's outcome. Physio-control reviewed the electronic patient record from the event and observed that the longest delay in delivering a shock to the patient was 39 seconds. CPR was continued and effective defibrillation was delivered after the 39 second delay.

Manufacturer narrative:
Physio-control further evaluated the device's electronic records from the event and determined the likely cause of the reported issue was due to use error. The user disarmed the device's charge multiple times by pressing the speed dial and energy select buttons.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised physio that the device dumped the charge when trying to deliver defibrillation therapy. The patient is a 69 year old male. No further information was provided by the customer. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer.